Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (leg), the pod's cannula was found bent. It was also reported that the pod was leaking insulin. As treatment, the patient successfully activated a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged. Inspection of the fluid path and subsequent leak test found no evidence of the reported leak. Timeouts and a drive stall were observed in conjunction with an 0x40 alarm, indicating rotational sensor maximum open count exceeded. A drive abnormality was replicated in the rerun in conjunction with an 0x5c alarm, indicating open count too low at the end of first prime. No damage or resistance was observed during drive mechanism testing. The high pulse width w/ drive stall is confirmed as the root cause of the observed 0x40 alarm. The exact cause of the high pulse width w/ drive stall could not be determined.